Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed with channel error and stopped infusion of noradrenaline 38mcg/min. Infusion line clamped and changed to unused infusion pump, infusion restarted within approximately 15 seconds. There was patient involvement, however patient harm is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of channel error was confirmed through a log review and was replicated during laboratory testing. The suspect pump module was attached to a dchu lab pcu, for testing purposes only. The pump module began to alarm and a ¿check IV set¿ message was displayed on the suspect device. The results indicated that both bottle side pressure sensor and patient side pressure sensor were out of specification. When light pressure was applied, both pressure sensors showed the expected voltage changes. However, the patient side sensor voltage remained close to 5v without pressure, resulting in channel error code 240.4150 (sensor broken high failure). Also, the bottle side pressure sensor was found to be out of specification. After replacing the sensor, the suspect pump module successfully passed the analog sensor task. A review of the pump module error log showed that a system malfunction occurred, and error code 240.4150 (sensor broken high failure) was recorded on the reported date at 12:00 pm. The pump module error and event logs were downloaded to ascertain event details associated with the reported complaint. The concomitant pcu or system logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resided on the pcu. The infusion programmed on the suspect pump module before the error occurred, was recorded on (B)(6) 2025, at 12:00 pm, at a rate of 38ml/h with a volume to be infused of 100ml, the infusion was started and a few seconds later an error code 240.4150 (sensor broken high failure) occurred. According to the alaris tm system user manual (v12.3.2), channel error means a malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm soft key. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: the suspect pump module was disassembled, please replace the bottle side and patient side pressure sensors. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported channel error and stopped infusion is attributed to a defective bottle side pressure sensor. Note that this report lists imdrf annex a1801, a0709, c0601, c16, d15, d0302, g04037, g0301204, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed with channel error and stopped infusion of noradrenaline 38mcg/min. Infusion line clamped and changed to unused infusion pump, infusion restarted within approximately 15 seconds. There was patient involvement, however patient harm is unknown.